Manufacturer narrative:
The device was returned to olympus and upon evaluation, the customer allegation was not confirmed. During evaluation, it was noted that internal battery was depleted and rear connector terminal screws were missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Information obtained from investigation did not lead to the identification of the underlying cause of "noisy when connecting the scope" that occurred. Three good faith efforts were performed to obtain additional information, but more detailed information was not obtained. Based on the investigation results, the presumed cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that image noise occurred when connecting the scope to the visera elite video system center. There were no reports of patient harm associated with the event.